Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also noticed that the pump was not alarming, was not receiving any insulin. The customer reported a blood glucose value of 848 mg/dl. The customer experienced hyperglycemia and elevated ketones were treated with IV insulin drip, emergency room visit, and hospitalization. The symptoms the customer reported at the time of hospitalization event were confusion, feeling sick/unwell, flu-like, extremity pain/cramps, and increased thirst. The customer had passed out and had also been in shock. The event involved products mmt-7040ma, mmt-378a, mmt-332a, and mmt-1884. Troubleshooting was performed, and the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer used the auto mode feature. No further patient complications were reported. No product return is required for mmt-7040ma. No product return is required for mmt-378a. No product return is required for mmt-332a. Mmt-1884 was requested, and the customer's response was that the device would be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0874 inches. Pump programmed with multiple "bolus not delivered" alert and all alert/alarm properly. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Successfully downloaded history files and traces using thump and carelink. In further analysis of the pump history found no insulin flow blocked alarm/no delivery alarm. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 26-mar-2025 listed on smartsolve due to insufficient data in the trace/history files. On the event date of 26-mar-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. No under delivery anomaly noted. The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.2 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked case behind the pump at the battery compartment and cracked battery tube threads. The pump passed all the required testing. Unable to verify customer alleged for high bg and dka. Customer alleged not confirmed for pump was not alarming for not receiving any insulin, pump under delivery, absence of occlusion alarm and no delivery alarm/insulin flow blocked alarm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.